Event description:
Additional information received notes that on (B)(6) 2021 the atrial lead was capped and replaced. The patient condition was stable.

Event description:
Additional information received notes that atrial lead fracture occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed atrial lead noise. Programming changes were performed to resolve the issue. The patient condition was stable.